Event description:
Following a laparoscopic anti-reflux procedure, a patient had the linx device removed due to visualization of linx device beads within the esophageal lumen. The linx device was used as part of the anti-reflux procedure. Anti-reflux procedure and linx device implantation reported as (B)(6) 2012 in (B)(6). Endoscopic removal of entire intact linx device was conducted (B)(6) 2015 by (B)(6). Patient condition reported as satisfactory.

Event description:
Following a laparoscopic anti-reflux procedure, a patient had the linx device removed due to visualization of 2 linx device beads within the esophageal lumen. The linx device was used as part of the anti-reflux procedure. Anti-reflux procedure including hernia repair and linx device implantation on (B)(6) 2012 in (B)(6) by dr. (B)(6). Endoscopic removal of entire intact linx device was conducted on (B)(6) 2015 by professor (B)(6) at (B)(6). Patient reported as doing well after removal. A fundoplication was performed 3 months after removal.